Manufacturer narrative:
Lifescan has requested the return of the subject meter for eval, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt's mother called lfs and alleged that her daughter's meter was reading inaccurately low. The pt obtained a result of 180 mg/dl. She stated that she performed a lab test at another time and the lab result was 517 mg/dl. Because the time difference was greater than 30 minutes, this is an invalid comparison. The pt contacted her medical professional for advice; phone advice was given. No treatment was reported. The pt stated that she exercised after testing. The test strips were in good condition, codes matched, and the techniques for applying the blood to the test strip and for cleaning the puncture site were correct. The pt performed two control solution tests, which failed. Based on the info provided, there is evidence of a meter malfunction, however, there is no evidence of a serious injury. A replacement meter and testing supplies are being sent to the pt.